Event description:
It was reported that during a ptca/stent procedure the proximal portion of the stent delivery system filled. The delivery system was deflated & removed. The stent was post dilated & another co's stent was placed at the same location. Reportedly no pt injury was associated with this event.